Manufacturer narrative:
The suspect clamp was returned to the manufacturer for evaluation. Visual inspection found that the retainer ring was removed from the adjustment screw. This results in the clamp being able to tighten but not open. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Event description:
A medtronic representative reported that, while in a spinal fusion, the spine clamp was found to be damaged. The screw was moved too far and the washer came off of the instrument. The reported issue was discovered post-operative. No additional information was provided. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome.